Event description:
Complainant alleged that while attempting to monitor a patient (age and gender unknown) the device automatically switched to the patient information input screen. The clinician turned the device off and then on again, however the device still switched modes inappropriately. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.